Manufacturer narrative:
H10: one actual sample was evaluated. A visual inspection was performed with the naked eye which noted a hole in the cassette sheeting. Functional testing including clear passage and clamp function tests were performed with no issues noted. Leak testing failed due to a leak through a hole in the cassette sheeting. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during prime of peritoneal dialysis therapy. It was further reported that ¿there was fluid under the door where the cassette goes in¿. There was no damage on the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.